Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured and was exhibiting high impedances. The fracture was confirmed through fluoroscopy. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.